Event description:
The customer reports the swg (spring wire guide) kinked during patient use.

Manufacturer narrative:
(B)(4). Customer returned a 2-l catheter for evaluation. A swg was not returned. Visual examination of the catheter revealed no defects or anomalies. The guide wire could not be visually inspected since it was not returned. An inventory guide wire of the same size provided in this kit, (od: 0.799mm) was passed through the catheter to functionally test the catheter. There was some dried blood which caused some blockage of the wire; however, once the dried blood was flushed out the inventory guide wire passed through with minimum resistance. Both lumens of the catheter were flushed to functionally test the catheter. Both lumens functioned as expected. A device history record review of the guide wire was completed with no relevant findings. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. Do not alter the catheter, guidewire or any other kit/set components during insertion, use or removal. Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." Complaint verification testing of the guide wire could not be performed as the guide wire was returned for analysis. A device history record review was performed on the guide wire and no relevant findings were identified. An inventory guide wire was able to pass through the returned catheter without significant resistance. Without the guide wire to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) kinked during patient use.